Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient could not tolerate blur in the eye and had anisometropia. The patient's vision was cloudy and was not able to see. The lens was exchanged with company other model iol after the initial implant procedure. Clinical reason is intolerant of monovision.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).